Manufacturer narrative:
A getinge field service engineer (fse) stated that the unit is currently in quarantine, and is not accessible for evaluation. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: device not available for evaluation.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Due to character restrictions, event site telephone: (B)(6). Updated field: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked the equipment and fault code records at the hospital to confirm the fault reported by the customer. Fse replaced the pump for testing and was able to start up. However, it was found that there was a problem with the safety disk. During the maintenance process, fse found that the power cord was broken and replaced it with a new one. This device is working normally after replacing the pneumatic module assembly and drive manifold assembly. It has been delivered to the customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) is unable to be powered on normally. There was no patient involvement.